Manufacturer narrative:
Concomitant product: product ID 39565-65, serial# (B)(4), explanted: (B)(6) 2013, product type lead.

Event description:
It was reported the patient ¿did not get any therapeutic effect.¿ it was noted that the patient¿s battery was changed ¿in the beginning of (B)(6) 2013.¿

Event description:
Follow up information clarified that the reason for the implantable neurostimulator (ins) replacement was that the patient wanted a newer model. No defects were noted on the ins that was replaced and was not returned for analysis. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID: 37743, serial# (B)(4), product type: programmer. Patient product ID: 3 9565-65, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).